Manufacturer narrative:
H3, h6: one 72203721 fast-fix 360 curved needle delivery expanded indication system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The depth limiter was attached. The needle delivery showed no damage. The device cycled and actuated as expected. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure the second t-implant of the fast-fix did not trigger. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.